Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the guidewire was loaded in the device, it was not possible to remove the guidewire. The distal tip and the balloon material appeared to have folded in on itself. The distal shaft material was stretched resulting in the balloon not positioned correctly over the marker bands. The proximal balloon bond was stretched. The distal shaft was stretched. The exchange joint was torn. The transition shaft was stretched, torn and kinked. It was not possible to perform inflation and deflation testing due to the condition of the returned device. There was no other damage evident to the remainder of the device. An image provided shows a balloon positioned in a vessel. The balloon appears to have been partially inflated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath and packaging stylette. The balloon was not moved or repositioned in the lesion while inflated. Removal difficulties were reported. The balloon would not deflate after 10 seconds. The balloon would not pull through the 6fr. Launcher guide catheter. The balloon, the .014 wire and the guide catheter were removed as one unit out of the patient. 50% contrast / 50% saline was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a euphora rx ptca balloon catheter was used to treat a non tortuous, non calcified lesion exhibiting 85% stenosis located in the distal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used during delivery. It was reported that inflation difficulties were encountered. The balloon was inflated to 8 atms for 30 seconds and the balloon failed to fully inflate following the first inflation. It was also reported that deflation issues were also encountered with the partially inflated balloon being unable to deflate upon negative pressure being applied. The balloon was removed from the lesion site partially inflated and removed from patient intact through a medtronic guide catheter. The patient was reported to be alive with no injury.